Event description:
A patient underwent cataract surgery with implantation of the crystalens in both eyes. Postoperatively, the patient reports experiencing blurry vision, diplopia, and decreased bcva. The initial results show the patient had a bcva of 20/20 in both eyes in 2007. Over time, the patient's bcva decreased to 20/40 in both eyes. The patient underwent lasik treatment in late 2007, but this did not improve the patient's vision significantly. The patient reports wearing glasses for near/intermediate/distance vision. Preop bcva and mrse were not provided for comparison. Additional information has been requested. Reference MDR #2031924-2009-00146.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue.